Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. It was later reported by the patient advocate that the patient had remained hospitalized post-extraction. The patient had passed away in the hospital eight days after the procedure, while waiting for a new system to be implanted.

Manufacturer narrative:
The explanted lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Surgical intervention was performed and the rv lead was extracted. No additional adverse patient effects were reported.